Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed watchdog timeout. Customer's blood glucose reading was 82 mg/dl. No significant events leading to the alarm were observed. Customer also reported that the insulin pump has a white screen and is making a high pitch noise. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no blank display, audio/beep anomaly and alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.